Event description:
Adverse event(s): "procedure aborted" (no code available). Product problem(s): "system message" (device displays error message). The customer reported that a system message appeared towards the end of the case. The system was rebooted, but they were unable to clear the system message. The ports were closed and the case was aborted. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system. He confirmed the system message and that the psi setting was out of range. He readjusted the psi setting to the proper range. The system was retested and met specifications. No parts were replaced and no samples were returned for eval. (B)(4).